Event description:
Boston scienfific/target was notified that the case being performed was embolization of an aneurysm at the site of ic c2-c3. The size of the aneurysm was od 10.1mm x 7.1mm. When attempts to detach this gdc 10-soft 2d sr 2-diameter stretch resistant synerg detection circuit were made, the power supply signaled "detached" 34 seconds after switching on, but the physician found that the coil moved back when he pulled back the pusher wire. Switched on the power supply again after placing the coil again in the aneurysm, but the power supply showed 10.9 - 11.0 v and 0.12 - 0.23 ma and appeared to break in a circuit. The physician tried every means available such as checking the marker alignment, changing the position of the needle connected to the cable (+), and repeated switch-on and switch-off ten times. But he failed. He pulled the pusher wire very carefully to retrieve the coil, but after a few seconds he found that the coil did not move together. It seemed that the coil was detached with force at the detachement zone. The physician did not feel strong friction while moving the coil in question back and forth. But it appeared that the detached coil was entangled into the lumen of the excelsior and cross-over with the pusher wire. But also it was strange enough that the coil was entangled because the coil was not released even when the physician pushed the pusher wire beyond the tip of the microcatheter. Fortunately the coil was left in the aneurysm and no symptoms for the pt were caused by this incident. The physician seems to think that an MDR is not required.